Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter went into two diabetic comas due to low blood glucose values. No further information was given regarding the hypoglycemic incidents, and no products were returned or replaced.